Event description:
The healthcare professional (hcp) reported a home pt (hp) with a separation of the transfer set and titanium adapter. The hp received a transfer set change and was treated prophylactically with kefzol and gentamycin (dosage unk). No pt injury per the hcp.